Event description:
It was reported that the battery does not hold the charge. The device is available for analysis. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Therefore we are unable to establish a relationship between the device and the reported event or determine a root cause in this occasion. A review of manufacturing records for the reported serial number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Reassessment of this incident found it not to fulfill reporting criteria. Device charging problem would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. While this event is no longer considered reportable per the rationale provided in section 4.2b, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous final report. The device was returned for evaluation and the reported event could not be confirmed. A visual inspection reported no defects. The functional evaluation found no faults with charging of the device. The manufacturing records show no contributory factors relating to the event reported. With no manufacturing related concerns identified, no corrective action is deemed necessary. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product ranges.